Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was shutting down continually. The customer reported that the user was able to remove the medication from another station or pharmacy resulting in 20 minutes delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off continuously. The field service engineer replaced the power module to resolve the issue and tested the system. The system functioned as intended after the field service engineer repaired the device.